Event description:
The hcp reported that the patient fell. After the fall the patient experienced increased pain and was unresponsive to dose increases. An x-ray revealed that the patient's catheter was dislodged. The patient underwent a catheter revision. The patient recovered without sequela. The patient's pump contained morphine sulfate, bupivacaine, baclofen, and droperidol.